Event description:
Asku

Event description:
It was reported that the lead had high ventricular pacing impedance and oversensing. The lead was replaced. There were no patient complications as a result of this event. Additional information of varying impedance noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance and noise were reported on the data disc review.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance and noise were reported on the data disc review. Proximal conductor fractured, several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), the distal conductor fractured due to overstress, the defibrillation conductor fractured due to overstress, the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix; distal segment returned and analyzed.